Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion being treated was located in the severely tortuous left circumflex artery. The lesion was predilated with a maverick balloon. A 2.50x38mm promus element stent delivery system (sds) was advanced to the lesion and there was difficulty crossing the lesion. Upon removal of the promus element sds stent damage was noted. The procedure was completed with the deployment of a 2.50x30mm non-bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion being treated was located in the severely tortuous left circumflex artery. The lesion was predilated with a maverick balloon. A 2.50x38mm promus element stent delivery system (sds) was advanced to the lesion and there was difficulty crossing the lesion. Upon removal of the promus element sds stent damage was noted. The procedure was completed with the deployment of a 2.50x30mm non-bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. The struts on the first three rows on the distal end of the stent were raised up and bunched together and the struts on rows 4 to 10 were pushed apart. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).